Event description:
The customer reported that the bed-to-bed alarming does not work; the pop-up windows do not open on the monitors. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.